Event description:
Procedure performed: thp anterior. Description of event: complaint 1 of 2: (B)(4) - MFR# 2027111-2024-00903. Complaint 2 of 2: (B)(4) - MFR# 2027111-2024-00896. During the procedure the alexis was placed according to the IFU. During the reaming fase of the femur the tooth of the reamer caught up on the alexis sheet. This happens in 80% of the procedures. Theoretically fibers of the sheet could come in contact with the reamer/ femur. Due to the angle of the reamer during the anterior approach it's likely to happen the sheet tears. The surgeon has no problems with the tear in the alexis. It's common practice. In 80% of all cases this happens. Additional information received from company rep. Via email on 23oct24: both descriptions are the same and both happened at the same day and place. One adjustment: I used the word reamer, but I meant broach in the description of the cer. The image is a broach; used to widen the femur for the stem prosthesis. The teeth of the broach catch up on the sheet of the alexis when used. Additional information received from company rep. Via email on 30oct24: not that particulate could be seen, unless it¿s on fiber level, all material was retrieved. Intervention: the surgeon has no problems with the tear in the alexis. It's common practice. In 80% of all cases this happens. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that a sharp object or instrument came into contact with the sheath, resulting in a hole or tear that further propagated during use. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: thp anterior. Description of event: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). During the procedure the alexis was placed according to the IFU. During the reaming fase of the femur the tooth of the reamer caught up on the alexis sheet. This happens in 80% of the procedures. Theoretically fibers of the sheet could come in contact with the reamer/ femur. Due to the angle of the reamer during the anterior approach it's likely to happen the sheet tears. The surgeon has no problems with the tear in the alexis. It's common practice. In 80% of all cases this happens. Additional information received from company rep. Via email on 23oct2024: both descriptions are the same and both happened at the same day and place. One adjustment: I used the word reamer, but I meant broach in the description of the cer. The image is a broach; used to widen the femur for the stem prosthesis. The teeth of the broach catch up on the sheet of the alexis when used. Additional information received from company rep. Via email on 30oct2024: not that particulate could be seen, unless it¿s on fiber level, all material was retrieved. Intervention: the surgeon has no problems with the tear in the alexis. It's common practice. In 80% of all cases this happens. Patient status: patient is ok.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.